Event description:
(B)(6), reported that "during preparation, before surgery, the lid was in contact with the devices, and stains were observed." Device from lot mjkk9j was implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.